Event description:
Customer reported being hospitalized for high blood glucose. The blood glucose reading was 528mg/dl at time of the call. Troubleshooting was performed and the basal rates and settings in the insulin pump were correct. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.